Event description:
Boston scientific received information that interrogation of this device identified a fault code 1004 and 1007. A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant discussed that a shock was given into a shorted condition and that the device and possibly the lead will have to be removed. The system was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.